Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information unknown / not provided. D4: unique identifier (UDI) number not available. D6: implant date unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
It was reported that the ratchet fractured during implant placement protocol. Implant had to be removed and patient had to return to complete the procedure with a different implant and ratchet. Pain and edema were reported as a result of the event. Tooth site 46.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem d9: device availability g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative. It was reported that the ratchet fractured during implant placement protocol. Implant had to be removed and patient had to return to complete the procedure with a different implant and ratchet. Pain and edema were reported because of the event. Tooth site 46. Zimvie received one (1) rsr, (retaining square ratchet) for evaluation. Visual evaluation and a functional test was performed, the ratchet had signs of use. No fractures were identified. All bearings were intact. The rsr didn¿t slip with an in-house device. DHR review by lot number could not be performed, as the item/lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the rsr dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: dental : functional : fracture. A definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur no fractures were identified. All bearings were intact. The rsr didn¿t slip with an in-house device. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.